Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that they were symptomatic including experiencing dyspnea with the leadless implantable pulse generator (ipg) and the physician felt that the patient needed to be upgraded to a cardiac resynchronization therapy defibrillator (crt-d) due to the patient condition. The leadless ipg was disabled and replaced with a transvenous ipg system. No further patient complications have been reported as a result of this event.